Event description:
It was reported that the pt felt discomfort in the ipg pocket. The physician repositioned the device and the issue was resolved.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.